Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological. According to the reporter: the pt underwent a pelvic organ prolapse for treatment of stress urinary incontinence. The pt allegedly experienced pain and suffering, and has undergone multiple surgeries and revisionary procedures.